Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer initially called on (B)(6) 2015 and stated she was having issues with the insulin pump. Customer had changed the site the night prior. She woke up had a low battery and blood glucose was 375 mg/dl. Customer did a correction and waited two hours and blood glucose was still high. Customer removed her site and cannula was bent in half. Customer was upset that the device did not alarm no delivery. Customer did not have tubing clamp to perform high pressure test. Customer called back to perform high pressure test and device passed. Customer reported high blood glucose due to bent cannulas. Customer stated she was concerned since the device is not alarming. Customer stated she will monitor the device. No further information reported.